Event description:
Reprise IV study. It was reported that complete heart block(chb), bradycardia, and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 325mg aspirin and 300mg clopidogrel. A lotus introducer sheath was placed in the native aortic valve and then a 27 mm lotus edge valve was deployed. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, post procedure, electrocardiogram(ECG) report revealed new left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. The subject was discharged on aspirin and clopidogrel the day after the index procedure. Four days post index procedure, the subject presented to the emergency department with lightheadedness and shortness of breath. On arrival to the emergency department, the subject was seen to be bradycardic, with a heart rate of 40-60 beats per minute. During physical examination, the subjects heart rate dropped to 30s beats per minute. The subjects blood pressure was noted to be stable. An IV fluid was initiated for dizziness. ECG, basic labs, and chest x-ray were performed to confirm the etiology of the event. ECG report showed sinus bradycardia with first degree block and frequent premature ventricular contractions(pvc) along with left bundle branch block. Subject was diagnosed with complete heart block and was hospitalized on the same day. Electrophysiology was consulted. Chest x-ray was negative for pulmonary vascular congestion or pleural effusion. Five days post index procedure a new dual chamber non-bsc permanent pacemaker was implanted successfully. The event was considered to be recovered the same day. The subject was in stable condition and was discharged from the hospital the following day.